Manufacturer narrative:
Patient codes: 2645 labeled na. Internal file number - (B)(4). Correction: patient code 2199 was removed and replaced with code 2645. Evaluation summary: the device was returned for analysis with balloon peeling. The reported stent dislodgment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
***Subsequent to the initial report, additional information was received. There was no resistance removing the stent delivery system (sds) from the dispenser coil. There was also no resistance during removal of the stylet or protective sheath. Another unspecified device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use, the stent of a 3.5 x 38 mm xience alpine stent delivery system was noted to be dislodged. There was no patient involvement. No additional information was provided.